Event description:
It was reported that during cs300 intra aortic balloon pump (iabp) had occurred loop leak. Device was replaced to continue the treatment. There no harm or injury reported to the patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had a loop leak was reported and other equipment was replaced for the patient, causing no harm to the patient.

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) states, the customer decided not to repair the device for the time being.